Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of side car - rx pushback. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during procedure, when opening and closing the basket, the side car-rx (guidewire port) was pushed back. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem."

Manufacturer narrative:
Visual analysis of the return device found the side car-rx presented pushback out of specification. Functional evaluation found the basket would open and close without issue. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during procedure, when opening and closing the basket, the side car-rx (guidewire port) was pushed back. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem."